Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured on the mid-shaft. If the lantern is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Thus damage was noticed after successful completion of the procedure. Further evaluation revealed ovalization on the distal shaft of the lantern. Based on the reported event, the root cause of this damage could not be determined; however, this damage may have contributed to resistance during use of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a coil embolization procedure in the hepatic artery using a lantern delivery microcatheter (lantern) and ruby coils. After successful completion of the procedure, the physician noticed under fluoroscopy that the lantern appeared to be fractured. Therefore, the physician slowly removed the lantern and confirmed that it was broken at the mid to distal end. The procedure ended at this point. There was no report of an adverse effect to the patient.